Manufacturer narrative:
Serial # unknown. The investigation has found that there is no evidence to support a malfunction of the bedside monitor. The customer provided log and screen shot data which demonstrate that an asystole alarm was provided at 8:31:57 and was silenced at 8:32:25. The data is consistent with silencing occurring at the bedside monitor. Testing was indicated to have been performed by the hospital biomed and verification of audio/volume was also done without findings to support any malfunction. The issue is most consistent with a use related issue. Note that per the customer, no delay of care occurred for this patient therefore the device was not deemed to have been a factor in the patient related event. No further action is warranted at this time.

Event description:
The customer reported that a patient had an asystole event on (B)(6) 2017 at approximately 8:30 am-8:45 am but staff did not hear or identify an alarm at the bedside monitor. The nature and type of any interventions has not been specified however an asystole event represents a life threatening event for which medical intervention would be warranted. The customer only indicated that no delay of therapy in fact occurred.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient had an asystole event on (B)(6) 2017 at approximately 8:30 am-8:45 am but staff did not hear or identify an alarm at the bedside monitor. The nature and type of any interventions has not been specified however an asystole event represents a life threatening event for which medical intervention would be warranted.